Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel (f&p) healthcare field representative, that an rt205 adult ventilator circuit failed the pre-use ventilator leak test prior to patient use. There was no reported patient harm.

Manufacturer narrative:
(B)(4) section g4: the rt205 adult ventilator circuit is not sold in the USA but is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Section h11: the subject rt205 adult ventilator circuit has been requested to be returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Section g4: the rt205 adult ventilator circuit is not sold in the USA but is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Section h11: method: the subject rt205 adult ventilator circuit was received at fisher & paykel healthcare (f&p) in new zealand for evaluation, where it was visually inspected and leak tested. Results: visual inspection identified no damage or defects with the returned breathing circuit. Leak testing confirmed that the breathing circuit was within specification. Conclusion: we are unable to determine what may have caused the reported failed ventilator leak test, as there was no fault found with the returned device. All rt205 adult ventilator circuits are visually inspected, as well as pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt205 adult ventilator circuit show in pictorial format the correct set-up of the circuit and also state the following: - visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use and replace if damaged. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - check all connections are tight before use. - ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times.

Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel (f&p) healthcare field representative, that an rt205 adult ventilator circuit failed the pre-use ventilator leak test prior to patient use. There was no reported patient harm.